Manufacturer narrative:
Concomitant product: lnq11 implantable cardiac monitor, implanted: (B)(6) 2015.

Event description:
The patient¿s daughter reported that the patient felt a jerking in their chest so they were taken in and the pacemaker was adjusted. She said the patient has felt very tired since the adjustment. The following physician confirmed that the patient was experiencing diaphragmatic stimulation from the right atrial (ra) lead. It was also noted that atrial capture could not be confirmed. Atrial output was decreased and the lead remains in use. It was further reported that the pacemaker was undersensing the patient¿s atrial arrhythmia. The pacemaker remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.